Event description:
The following was reported to hamilton medical ag: - device failed to turn-on. When connected to ac power the battery charge indicator (green leds) sporadically turned on and off, however, on pressing on/off button the device does not respond. - this malfunction was noticed before usage. - this malfunction was reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - device failed to turn-on. When connected to ac power the battery charge indicator (green leds) sporadically turned on and off, however, on pressing on/off button the device does not respond. - this malfunction was noticed before usage. - this malfunction was reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.